Manufacturer narrative:
The insulin pump was received with blank display due to a corroded battery cap contact. With a test battery cap, the unit passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. The unit was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms. The following physical damage was noted: minor scratched lcd window, cracked casing at display window corner, corroded battery tube, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. No cracked lcd window was noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had off no power, failed battery test, and other possible battery errors with four different batteries. The customer changed the battery after the latest battery error and the display went blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and a crack was discovered on the insulin pump screen. The customer was unaware of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.